Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator was inoperable due to the device not being charged for over a year. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
New information received states that the device was explanted and a new device was implanted.